Event description:
The device was returned to the manufacturer for analysis. Device registration system indicates that the patient has expired. Date of death is unknown. Follow up with the hcp of record was done with the report that this patient is not in their system. No further follow up is possible.

Manufacturer narrative:
H6-device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.